Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Product was returned. Data logs confirmed the issue. While the failure mode symptoms seen in the field were not reproduced while running a known-good pump, the 5s parameters show a failing contrast. The root cause of the placement signal not reliable alarms and oscillating contrast was the defective optical bench. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that placement signal not reliable alarm occurred on the automated impella controller. The alarm was disabled, and motor current was monitored. Patient expired while on support.